Manufacturer narrative:
(B)(4) (recurrent prolapse), (dyspareunia), (pain occured). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on an unknown date. The patient experienced pain in the right abdomen and right side of the back immediately after the initial procedure which gradually got much worse over the past two years. The patient is unable to walk or do any lifting without intense pain in the hip, back, abdomen, vagina and occasionally anus. Both prolapses have returned much worse than before the initial procedure. The patient underwent a procedure to have the mesh cut and some removed. The patient currently has pain in the right abdomen and right lower back and painful intercourse. Additional information has been requested.